Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, balloon withdrawal resistance occurred. An unspecified taxus stent was implanted successfully but upon removal of the balloon from the stent, resistance was encountered. With some difficulty, the physician was able to remove the stent delivery system without injury or further issues. There were no pt complications and the pt's current condition is listed as "fine". Additional info was requested but was not available.

Manufacturer narrative:
The device was reported as a taxus stent, but it was not confirmed if the device was a taxus liberte or taxus express2. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.